Event description:
It was noted that revision done in 2007, system removed. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported health care provider (hcp) stated patient had device removed but leads are still in place. The health care provider stated patient's wife indicated patient had a lumbar fusion and the device was removed right before that. The health care provider stated this occurred in 2011, possibly in (B)(6), but caller didn't know where device was removed and assumed it was probably the physician who did the lumbar fusion who explanted the ins. The hcp only knew device was removed in 2011. There was no further information on where or who did the explant. There was conflicting information of date of explant .it was previously reported device was explanted in 2007.

Manufacturer narrative:
Concomitant medical products: product ID 3966, lot# la5700, implanted: (B)(6) 2002, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).